Event description:
Customer reported that the insulin pump's up and down buttons were responding intermittently or not at all. Blood glucose level was 221 mg/dl at the time of the call. No further info was provided.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.